Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, they experienced a failure to alert after which they experienced a hypoglycemic event. At the time the patient was on an airplane going to mexico. Before she went to sleep around 03:15 pm, her cgm was reading 118 mg/dl and she was feeling fine. After this, the flight attendant was trying to wake her up, but she was not responding. The nurse who was sitting behind her removed her pdm. She was told that she was also having seizure during that time. They tried to give her coke and sugary foods in attempt to increase her sugar. The cgm was reading low but did not alert her. The patient is unable to recall the value. She gained consciousness when she was about to enter the emergency room of the hospital in mexico, around 05:00 pm. A fingerstick was performed and was reading low, she could not recall the value, and her receiver was not beside her so no cgm reading was reported. The patient was treated with intravenous sugar and discharged around 06:00 pm on the same day. At the time, the cgm reading was 195 mg/dl, and the blood glucose reading was around the same range. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.